Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on channel tube, water tightness is lost, several scratches chips and dents throughout the device, scope connector cover has discoloration, universal cord is sticky, scope connector is dirty due to water leakage, control unit has corrosion due to water leakage, due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of specification, due to damage on charged coupled device unit, the image is not displayed, and due to corrosion on scope connector, the image is not displayed. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had improper insertion of forceps channel during a diagnostic procedure. The procedure was completed with the same device. The physician noted ¿caught in the forceps mouth, when forceps checked, bent needle found and there was a wire sticking out, didn¿t realize it was leaking.¿ during inspection and evaluation, residual fluid and foreign matter will come out of the forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.